Event description:
My boyfriend uses a dexcom g6 sensor and starting in (B)(6) the adhesive caused bad burns and rashes where applied. After speaking with his endocrinologist and trying multiple barriers we've finally came to a solution that gives us slightly better results and we don't have the severe burns happening. Just some mild rash and the product not lasting the full 10 days as intended. We've also been fighting with insurance to approve changing the site more frequently as the doctor had wanted. But they keep denying the coverage for this to happen. FDA safety report ID #:(B)(4).